Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the data report, based on the inclusion criteria, analysis of perioperative and at least 1-year of follow-up data collected for all patients and patients with hernia repair where the mesh was used, complete data entry at 1 month and 1 year follow up for minimum age of 18 years and those who had elective inguinal hernias and open procedures. Two subgroup analysis for each type of hernia, incisional and primary ventral (umbilical, epigastric). 97 patients with incisional hernia and 1 patient for primary ventral hernia had recurrent operation. During the incisional hernia procedure, 1 patient had a bleeding, 6 patients had an organ injuries and 6 had a bowel complications, general complications were also experienced by the patients. A total of 12 patients from incisional hernia repair had fever (2), urinary tract infection (1), diarrhea (1), pneumonia (3), cardiac insufficiency (1), renal insufficiency (3) and hypertensive crisis (1). Post-operative complications were also reported on both subgroups, for incisional hernia repair the following were experienced by 93 patients, bleeding (25), seroma (19), prolonged ileus or obstruction (2), bowel injury / anastomotic insufficiency (1), wound healing disorder (13), infection (5) and complication-related reoperations (28), while on ventral hernia procedure, the following were experienced by 6 patients, bleeding (4), seroma (1), wound healing disorder (2) and complication-related reoperations (1). One year after the procedure, during the follow-up the following complications were reported, recurrence, pain on exertion, pain at rest, pain requiring treatment, trocar hernia (incisional hernia), secondary hemorrhage, seroma and infection (incisional hernia).